Manufacturer narrative:
Kozano I, kawasaki t, hamada k, et al. [Analysis of device-related infection after deep brain stimulation surgery]. No shinkei geka. 2019;47(10):1037-1043. 10.11477/mf.1436204070 date of birth, sex: patient age and gender is specified for each identified event. Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID: neu_unknown_ext, serial#: unknown, product type: extension. Product ID: neu_unknown_lead, serial#: unknown, product type: lead. Product ID: neu_ins_stimulator, serial#: unknown, product type: implantable neurostimulator. Product ID: neu_unknown_ext, serial#: unknown, product type: extension. Product ID: neu_ins_stimulator, serial#: unknown, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, serial#: unknown, product type: implantable neurostimulator. Product ID: neu_unknown_ext, serial#: unknown, product type: extension. Product ID: neu_unknown_lead, serial#: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Summary: device-related infection frequently becomes a serious problem after deep brain stimulation (dbs) surgery and dbs device removal is usually the only effective treatment option. In this study, the authors examined risk factors for infection related to dbs devices at the authors' institution. The authors retrospectively investigated 80 dbs surgeries performed between (B)(6) 2009 and (B)(6) 2017 at the authors' institution. The authors examined the relationship between dbs device-related infection and the following items : duration of electrode placement surgery, total number of tracks of microelectrode recordings(mer), period between surgeries, highest body temperature until implantable pulse generator(ipg)implantation, and patient background characteristics. Four (5.0%)patients developed device-related infection after dbs surgery. Three of them required device removal, whereas one improved following antibiotic treatment alone. The authors did not identify any specific trend or risk factor for infection. The authors perform dbs surgery in two stages. Patients were implanted with an ipg 2-3 days after electrode placement until (B)(6) 2016, and at 6-8 days starting in (B)(6) 2016. All cases of infection developed before (B)(6) 2016, and no cases of infection have occurred since (B)(6) 2016. The authors believe that lengthy surgical electrode placement affects the general status of patients and performing surgery before stabilization might confer a risk of infection. Device-related infection after dbs surgery does not seem to be associated with any risk factors. However, a shorter period between two-staged surgeries might affect infection rates. Reported events: a (B)(6) year old female patient implanted with bilateral internal globus pallidus (gpi) deep brain stimulation (dbs) for parkinson's disease (pd) experienced infection. Prophylactic antibiotics were given during implant, after implant, and on the following day after implant. The patient had a temperature of 37.7 degrees c the day after lead implant, but had the ins implanted 2 days later. Purulent discharge was identified from the bilateral burr holes 4 months after surgery, so the leads were first removed. Purulent discharge was later found from the front chest, so the extensions and ins were also removed. The discharge was also found subcutaneously in both wounds. Culture grew (B)(6). It was noted that dbs implant operating time was 9 hours and 45 minutes. Re-operation had been performed. A (B)(6) year old female patient implanted with bilateral subthalamic nucleus (stn) dbs for pd experienced (B)(6) infection. Prophylactic antibiotics were given during implant, after implant, and on the following day after implant. During lead placement, the patient experienced psychiatric symptoms, so 2 microelectrode recording tracks were used. Operating time was 5 hours and 31 minutes. The patient had fever of 39 celsius the day after surgery, so ins implant was postponed. The fever resolved on post-op day 3, and the inflammatory response had normalized. There was no subsequent recurrence of inflammatory response, so the ins was implanted on post-op day 16. Three weeks later, redness appeared at the ins site. Ceftriaxone was started immediately, but the redness did not improve, and the site became swollen and hot, so the ins was removed. Purulent drainage was found when the ins incision was opened. There were no signs of infection at the lead site, so only the extensions and ins were removed. The patient was started on ceftriaxone and vancomycin, and ultimately ceftriaxone was administered for 2 months. The ins and extensions were re-implanted five months after removal, and there was no recurrence of infection. A (B)(6) year old male patient implanted with bilateral stn-dbs for pd experienced (B)(6) infection. The operating time was 7 hours and 3 min. Prophylactic antibiotics were given during implant, after implant, and on the following day after implant. The patient presented with infection one week after implant, and the ins was implanted 3 days after lead implant. The infection resolved with administration of antibiotics. Comorbidities included atopic dermatitis. A (B)(6) year old male patient implanted with bilateral gpi-dbs for pd experienced (B)(6) infection. The operating time was 8 hours and 38 minutes. Prophylactic antibiotics were given during implant, after implant, and on the following day after implant. The patient presented with infection 3 weeks after implant, and the ins had been implanted 3 days after lead implant. Antibiotics were administered and all devices were explanted. No specific device information could be identified in the article.